Manufacturer narrative:
The device is unable to be investigated because it was not returned to cardiva medical inc. Conclusion: the device was not returned for physical investigation. Pseudoaneurysm is a complication which may be related to the endovascular procedure or the vascular closure procedure. Hemostasis was initially reportedly achieved with the vascade vcs. Surgery was successfully applied post procedure to repair the pseudoaneurysm. The reported issues were not related to device malfunction, but was the result of an endovascular procedure.

Event description:
The vascade device was selected for closure and inserted into sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock/grip and the black sleeve was retracted to expose the collagen. The collagen was removed and final hemostasis was achieved. Pressure was applied for 10 minutes, at which time a small hematoma was felt. An ultrasound was performed and a psuedoaneurysm was observed. The psuedoaneurysm was surgically repaired and no other issues or injury were reported. The surgeon did confirm that the collagen was properly placed.